Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/15/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found no sessions on the reported event date. There were no issues related to the customer's reported complaint that the autopulse platform did not power on. The reported complaint was not duplicated during functional testing. The platform powered on and off using a li-ion battery and a nimh battery for approximately 10 times respectively and performed as intended. The platform passed functional testing without any issues. To address the reported complaint, the power distribution board (pdb) was replaced as a precaution. Unrelated to the reported complaint, it was observed that the clutch was sticky. The clutch plate was replaced to remedy this issue. Based on the investigation, the part identified for replacement were the pdb and the clutch plate. In summary, the customer's reported complaint that the autopulse platform did not power on was not confirmed. Review of the platform's archive data did not find any issues related to the reported complaint. In addition, the reported complaint was not duplicated during functional testing. The platform was powered on and off using a li-ion battery and a nimh battery for approximately 10 times respectively, without any issues. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Therefore, a root cause could not be determined. The power distribution board (pdb) was replaced as a precaution to address the reported complaint. Unrelated to the reported complaint, it was observed that the clutch was sticky. The clutch plate was replaced to remedy this issue. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform did not power on. Customer tried multiple fully charged batteries but the issue did not resolve. Customer also indicated that the device worked fine the night before. No patient involvement was reported. No further information was provided.